Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor. The insulin pump had stuck in the motor error loop during bolus / basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 8.2 mmol/l. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump alarmed motor error during a bolus. The customer stated that he rewound the pump several times and it did not work. The customer stated that he could not get out of the filling procedure. The customer will be sent a replacement pump.